Event description:
Additional information was received stating that the infection had resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the pocket was revised to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.